Event description:
The following publication was reviewed: ¿detection of late complications after endovascular abdominal aortic aneurysm repair and implications for follow up based on retrospective assessment of a two centre cohort¿ (hassan baderkhan et. Al, european journal of vascular and endovascular surgery, 2020, published online march 21, 2020). This retrospective study assessed post-endovascular aortic aneurysm repair (evar) complications in a two centre cohort. The study evaluated the rate of complications presenting with symptoms vs. Those detected by imaging follow up. A total of 454 patients were treated by evar (116 of those with gore® excluder® aaa endoprostheses) in the two participating institutions during the study period. Fifteen patients died within 30 days after the operation and were excluded from further analyses. Of the 439 remaining patients, 118 patients (33 of those with gore® excluder® aaa endoprostheses) developed 176 complications, 42 patients developed more than one complication. 106 of the complications were asymptomatic of which 82 was reintervened upon. 70 complications were symptomatic of which 62 were reintervened upon. 8 patients did not undergo reinterventions. Among the mentioned adverse events within the article, it was stated that three patients had a post-implantation rupture and died after reintervention. No patient specific information regarding the reported events and interventions was provided in the article. It is unknown if the reported events are related to patients treated with gore® excluder® aaa endoprostheses or to patients treated with one of the other used stent graft types in the study.